Manufacturer narrative:
H6: codes corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured a no external power event at 03:55:30 on (B)(6) 2025 while connected to mobile power unit power (mpu). This was likely caused by the power the mpu being briefly interrupted.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6)) was evaluated following the reported event of no external power alarm. The mpu was not returned for evaluation. The analysis of the submitted log files revealed a no external power alarm at 03:55:34 consistent with a loss of ac power to the mpu, which resolved by 3:55:47. The backup battery supported the system as intended during the loss of external power. No other notable alarms were observed. Provided information revealed that the patient had a no external power alarm due to an electrical outage and the patient¿s alarm resolved when power was restored to the patient¿s mpu. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient experienced a power outage at their home and without incident placed themselves on battery power. There were no patient or equipment concerns.